Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, the device and the leads (isoline (B)(4)) were implanted on (B)(6) 2010. The physician observed that noise episodes led to inappropriate shock therapies. The lead was replaced on (B)(6) 2010 and the ICD was kept implanted.